Manufacturer narrative:
Further investigation could not be performed as no customer material could be provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). . The first result was 8.0 inr and the repeat result was 4.5 inr. A few minutes later, the customer retested and the result was 2.0 inr. All testing was performed within 5 to 10 minutes. There was no allegation of an adverse event. The therapeutic range was 2.5 ¿ 3.5 inr. The customer discarded all his test strips, therefore they could not be provided for investigation. The meter was requested to be returned. Relevant retention test strips (lot 186862-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification.